Event description:
The customer has observed a discordant, elevated advia centaur xpt total (B)(6) result for one patient. An elevated result was obtained and questioned by the physician. Testing was repeated on the same sample, producing a lower result which was accepted as correct. There are no reports of patient harm, changes in treatment, or delays in diagnosis in association with the observed discordance.

Manufacturer narrative:
A u.s. Customer reported a discordant, falsely elevated advia centaur xpt total (B)(6) result for one patient. Repeat testing produced a lower result, which was accepted as correct. The instructions for use (IFU) under the interpretation of results section states the following: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating.

Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2022-00070 on 2022-02-23. Additional information, 2022-03-04: siemens has concluded the investigation. A united states customer reported observation of a discordant, elevated advia centaur xpt total hcg (thcg) result for one patient. An initial result >1000 miu/ml triggered re-testing following 5-fold dilution. The diluted sample produced a (dilution-corrected) result of 1650 miu/ml. This elevated result was questioned by the physician. Testing was repeated on the same sample, producing a lower result (150 miu/ml) which was accepted as correct. Siemens dispatched on-site service for this issue, and it was found that an aspiration probe on the advia centaur xpt instrument was leaking, and required replacement. Following probe replacement, thcg assay precision was verified, and the customer is now satisfied with the performance of the assay. This service intervention is considered normal troubleshooting or maintenance for issues of this nature, therefore return or investigation of the affected part is not warranted. A potential product issue has not been identified. The customer is operational, and no further investigation is required.